Event description:
It was reported that during a routine implant, that this right ventricular (rv) lead was an attempted implant, due to exhibiting high thresholds, noise, and loss of capture. Several attempts to reposition the rv lead were unsuccessful, due to being unable to retract helix mechanism. A different rv lead of the same model was implanted successfully. No adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried fluid/tissue was noted in the helix housing. This is considered normal for an active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine implant, that this right ventricular (rv) lead was an attempted implant, due to exhibiting high thresholds, noise, and loss of capture. Several attempts to reposition the rv lead were unsuccessful, due to being unable to retract helix mechanism. A different rv lead of the same model was implanted successfully. No adverse patient effects were reported. The rv lead is expected to be returned for analysis.